Manufacturer narrative:
(B)(4). Evaluation summary: the catheter was pressurized above the rated burst pressure (rpb) to 18 atmospheres. It should be noted that the product instructions for use (IFU) warns: balloon pressure should not exceed the rbp. Failure to do so may cause device improperness and adverse effects. The rbp is based on results of in vitro testing. At least 99.9% of balloon (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over-pressurization. In this case, inflating the balloon catheter beyond its specified rbp may have contributed to the experienced rupture. Difficulty crossing the lesion/physical resistance can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices, and accessory device support. Furthermore, balloon material ruptures may result from factors such as, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion was reported as moderately tortuous, heavily calcified and 99% stenosed, which likely contributed to the reported difficulties. In this case, since there was no report of any damage or leaks noted during preparation for use, this may indicate that a product deficiency did not contribute to the experienced difficulties. In addition, the catheter was initially pressurized once without incident, suggesting that the balloon was not damaged prior to the procedure. It is likely that the catheter interacted with the tortuous and calcified lesion, such that resistance was encountered during advancement. This interaction may have caused the balloon material to become damaged (scratched) and weakened, such that the balloon ruptured upon a second inflation attempt. Ultimately, return of the balloon catheter may have further aided the evaluation in determining a conclusive cause. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmr) associated with this lot and all lot release testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the information received with this complaint, the reported resistance/difficulty crossing the lesion and subsequent balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. The profile dimensions on all products are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all dilatation catheters are leak tested online and a sampling of units is also destructively tested to verify rbp and balloon integrity.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a right coronary artery (rca) interventional procedure, in a moderately tortuous and heavily calcified, 99% stenosed lesion, the voyager rx met resistance during advancement to the lesion and ruptured during the second inflation at 18 atmospheres. The procedure was completed with a non-abbott dilatation catheter. There was no adverse patient sequela. There was no additional information provided.